Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4)

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -9.5/1.0/092 (sphere/cylinder/axis),implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.